Event description:
It was reported that the right ventricular (rv) lead had a svc lead impedance warning several months ago for high svc (superior vena cava) impedance and that there had been suspected t-wave oversensing on two past episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.